Event description:
It was reported by service report that the o2 bottle holder strap was torn. The torn strap could potentially result in o2 bottle holder no longer being able to hold the o2 bottle securely. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: o2 strap.